Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device 72 hours or longer. The patient's blood glucose rose to 18 mmol/l (324 mg/dl) and applied a new pod. When the pod was removed from the hip/buttocks, inflammation, purulent discharge and an abscess was noted at the site. The patient visited the emergency room (ER) where blood tests were performed and the patient was given liquid form calamox to treat the infection. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.